Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of hard swelling, nodules, and mild pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with juvederm ultra plus xc and juvederm voluma in the "med lateral cheek, chin, and mentolabial areas." A bolus was given with the juvederm voluma treated areas and the pt complained of feeling "hard swelling" which was confirmed as "nodules" by the pt's dermatologist in the united states approximately 4 weeks prior to the report. The pt was treated hylase by their dermatologist and began to develop more "swelling" with other "non-injected nodules are swelled with mild pain." Pt is taking a "broad cover" antibiotic after the hylase injection and is "better." This is the same event and the same pt reported under MDR ID #3005113652-2014-00670 (B)(4). This is the first MDR submitted for the first suspected product, juvederm ultra plus xc.

Manufacturer narrative:
Medwatch sent to FDA 05/07/2015.

Event description:
Additional information: symptoms began 8 months after injection when a nodule was first "felt" and 3 weeks later the nodule became visible. Patient was treated with clarithromycin and hylase. The nodules later "decreased" and were no longer "visible/palpable". Two months later, the nodules "increased in size and more numbers." Patient was then treated with azithromycin and hylase. The nodule "has reduced but still palpable on pressure. No pain." Patient was last seen again a month later and was treated with linezolid and hylase. Symptoms are still ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: concomitant injection was identified as juvedem voluma. Symptoms have "visually resolved" after treatment with hylase, but on "palapation, there is a hard nodule" on the patient's "malar area on left and right cheek."

Event description:
Additional information: the nodules "soften" with past hyalase and after 4-6 months symptoms reoccurred. The" reoccurrence is milder with less nodules size." Patient has been given additional treatments with hyalase. Etiology of the event by the healthcare professional was "oedema, non-infl[amatory] nodules." Symptoms are ongoing.